Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section a5: ethnicity/race: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that diu225 intraocular lens was explanted due to significant rotation which was observed in post-operative examination. Patient had marked movement disorder and also had a fall and struck her head in the first week post-operatively. There was no incision enlargement. No requirement of sutures and vitrectomy. No other information is available.

Manufacturer narrative:
Additional information received stated that the original diu225 lens was rotated 45 degrees. There was no trauma to eye due to the fall. No injury due to original lens. Patient was doing excellent. No other additional medical/ surgical interventions required other than explant. The replacement lens was same model and diopter. There were no other visual issues due to the lens. The date of onset of events was 5/10/2023 (earlier mentioned as 5/16/2023). Patient details were provided. Eye affected was os. The following sections have been updated accordingly: section a4: weight: 103 (units not provided). Section a5: race: white. Section a5: ethnicity: not hispanic/latino. Section b3: date of event: may 10. 2023 (earlier submitted as may 16, 2023. Based on the additional information received, the codes from the initial MDR, clinical code: 1845 - hm-unspecified injury is no longer. Applicable. The following code is added to reflect the new information: section h6: health effect - clinical code: code 4582 - no clinical signs, symptoms or conditions. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.